Manufacturer narrative:
The expedium quick connect poly driver was returned for evaluation. Visual inspection identified that the distal portion of the tip had fractured. Optical imaging found evidence of quasi-static torsional overload. Review of the device history record identified no issues during the manufacturing or release of the product that could have contributed to the problem reported by the customer. The product was released accomplishing all quality requirements. A review of the complaint trend analysis was performed and no systemic trend was identified as a result of the analysis. The root cause cannot be positively determined however fracture analysis found evidence of a torsional overload. It is likely that the driver experienced unanticipated forces during screw placement which lead to the distal tip fracturing. It was reported that the patient had hard sclerotic bone. As there has been no issue identified in the manufacturing or release of the device that could have contributed to the problem reported by the customer and no systemic trends have been observed, this complaint file will be closed with no further action required. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4). Review of the device history record identified no issues during the manufacturing or release of the product that could be attributed to the problem reported by the customer. The product was released accomplishing all quality requirements. A follow up report will be filed upon completion of the investigation. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Surgeon was creating pilot holes in patient on an 8 screw construct. Patient had hard sclerotic bone which stressed both the gear shift and the poly driver. On screw #7, surgeon was advancing screw when tip of driver sheared off. Distal tip of driver was wedged into shank of poly screw, unable to retrieve. Gear shaft was bent after all pilot holes were made.